Event description:
Reporter stated the insulin delivery of the infusion device is inaccurate and this has resulted in hyperglycemia of up to 16 mmol/l (288 mg/dl). The patient's normal blood glucose is 7 mmol/l (126 mg/dl). The infusion set is changed every 3 days and the cartridge every 6 days. The patient did not have an infection or start new medication. The patient went to the hospital but did not receive stationary treatment. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).